Manufacturer narrative:
The reported event could be confirmed, since the medical records confirm the infection and the loosening. The medical records were available and provided to the medical expertise for his opinion: "I believe the loosening is a result of the infection, and the mechanical stress applied to the joint during opening of the can most likely provoked the already loosening glenoid construction, causing the moment of acute pain. Infection will cause an inflammatory response of the whole joint, including the device-bone interfaces (the surgeon reports that also the humeral component was easily removed from the bone). The infection was caused by a typical skin bacterium, infecting the whole joint, including the graft. The origin of the infection is not due to the graft, the autograft itself is sterile when taken from the patient¿s own humerus." The root cause of this event is due to an infection caused by a typical skin bacterium. This infection then led to the loosening of the device. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient had late infection of the right pte with sensitive meticillin s aureus. Pte removal and spacer placement. Seen in emergency for red placard on the scar. The patient underwent a revision surgery. Opening of the joint and release of a large quantity of frank purulent liquid which was sucked up. Progressive exposure of the prosthesis. The subscapularis was still in place. A high partial tenotomy of the subscapularis was performed, allowing the prosthesis to be dislocated. The baseplate was easily removed with the polyethylene. Exposure of the glenoid reveals complete mobility of the implant. There was therefore a septic loosening. The entire prosthesis was removed from the glenoid side. Curettage of the bone surfaces and of the screw holes and the central post. At this stage, a total explantation was decided. The humerus was therefore referred to and the humeral stem was removed relatively easily. A complete joint synovectomy, detachment, and pulsed lavage with saline mixed with betadine were then performed. Several fluid and tissue samples were taken. Iterative pulsed washing.